Manufacturer narrative:
The reported event was duplicated. The technician observed the device had unintentional running. Upon disassembly for visual inspection, the technician observed potted trigger assembly damage.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the safety of the device did not hold in reverse. Upon receipt at the manufacturer facility, it was noted that the device failed for unintentional running. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the safety of the device did not hold in reverse. Upon receipt at the manufacturer facility, it was noted that the device failed for unintentional running. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.